Event description:
The catheter was inserted successfully. When the nurse retracted the stylet, the extension tube separated from the wings.

Manufacturer narrative:
The sample is currently under investigation. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).